Event description:
The customer reported that when by flexing the data acquisition to motor controller cable the unit give a data acquisition pcba adc reference failed error. The customer reported there was no patient involvement.